Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/10/2017 with the following findings: the pump was returned with moisture in the battery compartment. Pump is unable to power or dl due to moisture ingress. Leak test failed due to a crack in the battery compartment starting at the threads to the left side of grip pad. Opened pump- no moisture found. Battery compartment is also cracked from case seal traveling to grip pad. A leak was not found at this location. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.